Manufacturer narrative:
The c 501 analyzer serial number is (B)(4). The field service engineer could not determine a cause. The water and gear pump pressures were checked and confirmed to be within specifications. The rinse levels were adjusted to specification. The rinse tubing was inspected and there were no signs of leakage or issues. The rinse mechanism appeared to be slightly out of alignment and was adjusted. The probes were cleaned and probe adjustments were confirmed to be within specifications. A hardware check was performed and passed. Controls were run and passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas 6000 c 501. The sample initially resulted in a glucose result of 54 mg/dl. The doctor questioned the result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a glucose value of 136 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. A review of alarm trace data showed no abnormalities. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.